Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that a 9.0 x 19 mm omnilink elite stent delivery system was advanced to the lesion, but could not be deployed. A second omnilink was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the failure to deploy could not be determined. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reviewed information, no product deficiency was identified.